Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose values were 470 mg/dl, 45 mg/dl at the time of incident. The customer also reported other blood glucose values such as 374 mg/dl, 85 mg/dl, 270 mg/dl, 140 mg/dl. The customer was treated with orange juice and food flor low blood glucose level. The customer did not experienced symptoms of high blood glucose value and corrected with bolus in the insulin pump for high blood glucose level. The customer was declined to troubleshoot for high blood glucose level. The customer was assisted with troubleshooting for auto mode readiness. The insulin pump will not be returned for analysis.